Event description:
It is reported that a customer was hospitalized for unknown reasons. The customer's blood glucose level was unknown. The customer's wife called on behalf of the patient stating that they need new supplies for the insulin pump. The wife also stated that there is a big knot in the patient's side from wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.